Event description:
It was reported that the preloaded intraocular lens (iol) was loaded improperly by the manufacturer. The iol would not advance because the lens was damaged and broke in the cartridge. No further information was provided.

Manufacturer narrative:
If implanted, give date: not applicable, as there was no indication that the lens was implanted. If explanted, give date: not applicable, as there was no indication that the lens was implanted or explanted. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Multiple attempts have been made to obtain additional information regarding the event and to obtain suspect product for evaluation; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: oct 20, 2022. Section h3: evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the complaint handpiece was received with the lens stuck in the cartridge neck. The cartridge tip could also be observed to be bent, in a way consistent with a handpiece that was dropped. The lens was removed from the cartridge and cleaned, revealing that the lens was torn, damaged from being folded, and had two detached haptic. The complaint issue " dc-lens damaged¿ and ¿dc-stuck in cartridge¿ was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.